Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective high voltage assembly connection to the system backplane. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system closed down the iris and leaf collimators when "new patient" is selected. Also, the camera does not rotate.